Manufacturer narrative:
Follow up #1 submitted: 04/20/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/29/2017 with the following findings: black box dates from (B)(6) 2017. Black box data from the date of complaint had been overwritten due to continued patient use. However, current black box data showed evidence of voltage drops resulting in a back to back low battery warning and a replace battery alarm. On investigation, the pump powered on using the returned battery cap, which was able to fully tighten. There was evidence of moisture contamination on the underside of battery cap ground spring. The electrical current draws were within specifications. Unrelated to the original complaint, a battery compartment crack was observed. Leak testing revealed a leak at battery compartment crack. There was no evidence of additional moisture inside pump. There was no evidence of additional moisture contamination inside the battery compartment. Also unrelated to the original complaint, the "ok" keypad key was found to be hypersensitive. All other keys responded per normal operation. The keypad was intact with no peeling or tearing. The keypad cover was removed revealing the "ok" key contact was cracked. Additionally, the vibrate feature was not functioning during power up or alarm functions. With cover removed, excessive current draw of over 1 amp was observed when the vibrate function was activated. A visual inspection revealed an intermittent shorted soldered connection in the vibrate circuit on the connection to the power printed circuit board. Further testing revealed that a replace battery alarm was triggered when an alarm condition (vibrate mode selected) was introduced while the pump was running a basal program. Investigation confirmed the complaint. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.